Event description:
Per reporter the pt was in full cardiac arrest. The crew used the resuscitator for CPR. Per crew the oxygen tube was occluded. The crew used back-up resuscitator right away. Pt died, however per reporter "the pt died due to another reason, and pt was in full cardiac arrest to begin with". The crew did not keep the bag, nor the oxygen tube or the lot number of the bag involved. It will not be available for investigation. The reporter informed, that the occlusion was located at the end of the oxygen tube, where it connects to the oxygen supply outlet.